Manufacturer narrative:
The reported event of a ruptured cusp was confirmed. One cusp contained a tear in its mid-portion and another contained a partial thickness cut, or tear, near its base. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of inspections for cuspal integrity. The root cause of the cuspal damage noted during implant could not be conclusively determined, but was consistent with damage during use.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 23mm epic stented porcine heart valve w/flexfit system was selected for implant. During procedure, it was noted that leaflet had ruptured. It is unknown what led or caused the leaflet to rapture. The valve was removed and successfully replaced with a 23mm epic supra valve w/flexfit. There was a clinically significant delay in procedure. The patient was reported to be in stable condition.